Event description:
It was reported that during implant attempt, when the lead was repositioned, the lead tip was noted to be bent. Positioning difficulty was indicated. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Defib conductor distorted. The right ventricular defibrillator exposed conductor wires were distorted at 56.5 cm. There was blood in/on the helix mechanism and damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.